Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the tower door was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed and required maintenance. A field service engineer powered down the station, removed the latch column from the med tower, and replaced the micro switches on door 3 latch. The fse applied grease to the switches, put the latch column back in the station, and powered the station on. The customer inventoried the meds in door 3 to test. The system functioned as intended after the field service engineer repaired the device.